Manufacturer narrative:
Exemption - e2013032. Total number of events summarized - 27. Ams intexen porcine dermis - 27 - attachment: [procodewise summary report -pai - aug 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury and a product problem. The device remains implanted. No further complications have been reported in relation to this event.